Event description:
Customer states patient was burned with instrument. Customer is holding instrument for their legal department. On 02/26/2001, spoke with staff person in medical legal services, who stated that during a laparoscopic cholecystectomy, the patient sustained a second degree burn, 2cm in size, to the abdomen, as a result of product failure. The reddened area was "treated appropriately" with ointment (could not provide name) and gauze, the patient is doing well and the wound is healing.